Event description:
It was reported that the customer experienced difficulty charging the pump with their usb cable and wall adaptor, and battery could not be charged. Customer¿s blood glucose level was 181 mg/dl. The customer will continue to use the pump for insulin therapy; however a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.